Event description:
Boston scientific received information that approximately one month after this system was implanted, the patient underwent a pocket revision due to a hematoma that was caused by high international normalized ratio (inr) values at implant. Due to a subsequent pocket infection, this product was recently part of a system explant. The following physician reported that the infection was not caused by the device or leads. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.